Event description:
A malfunction on the pump was reported by the customer, with no notable events occurring prior to it. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted in resetting the pump, after which the malfunction code did not reoccur. The customer was advised to continue using the pump and to call back if any further malfunction codes appear.